Manufacturer narrative:
After physical inspection and review of the abutment, the reported fracture was confirmed. Review of the device history record did not indicate a material or manufacturing deviation that could cause this condition. No definitive root cause could be determined.(B)(4)

Event description:
The doctor reported that the screw portion of the abutment fractured.